Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced constipation ("constipation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the constipation was resolving. The reporter considered constipation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal and constipation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information and new event constipation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's family history included heart disease, unspecified. On an unknown date, the patient had essure inserted. In 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced constipation ("constipation"), dysgeusia ("metallic taste in mouth") and hypersensitivity ("it made me super sensitive"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, dysgeusia and hypersensitivity outcome was unknown and the constipation was resolving. The reporter considered constipation, dysgeusia, hypersensitivity and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal and constipation. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events: metallic taste in mouth and it made me super sensitive. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('congratulations on becoming e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.